Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-feb-2020 with the following findings: the complaint regarding rewind not retracting could not be duplicated or verified in the alarm or black box history. The black box indicated that after rewind, the pump alarmed no cartridge detected during the load step. The pump cover was removed and there was a cracked a solder connection at the force sensor flex pin. Investigation duplicated a no cartridge detected warning with the load step, however, the complaint of a motor rewind issue was not duplicated. Unrelated to the original complaint, a cracked battery comportment was observed and the display was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.